Manufacturer narrative:
(B)(4) is being used to capture the prolonged procedure.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a lack of capture at maximum output. A different rv lead (non-boston scientific product) was successfully implanted and no adverse patient effects were reported.